Event description:
The customer indicates ECG artifact in paddle mode during equipment checks. No pt involvement.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.